Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely with false pause episodes on the implantable cardiac monitor. A review of the electrograms revealed undersensing. Programming changes were discussed. No resolution was reported.

Manufacturer narrative:
Initial reporter - the facility should have been (B)(6) rather than (B)(6)hosp.